Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided it likely occurred due to reprocessing failure, but the cause of the residual foreign material could not be identified. Therefore, the root cause could not be determined, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had foreign material in the objective lens. There were no reports of patient involvement.